Event description:
Information was received from a patient regarding an external device. It was reported that one of controllers stopped working probably 1.5 year ago. Pt said they could not turn on the controller for the right implant since 1.5 year ago. Pt could not locate the controller on the call. The recharger also did not work on either controllers. It was making the controller shut off. Pt never had a chance to call and had been using the other controller with recharger for both implants. Troubleshooting of controller could not be performed as pt could not locate it on the call. Called pt back to see if they found it and pt could not locate it. Reviewed to keep looking for it and try plugging it without battery pack in the power supply and then insert the battery. Reviewed to call back if more help is needed. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Event date is not known. Please see for approximate date range, if applicable. Continuation of d10: product ID 97755 (serial: nlf073339n); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.